Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp had leakage. The following information was provided by the initial reporter: at 10:32 on (B)(6) 2025, the patient's infusion ended, and 10ml of prefilled catheter was used to seal the tube, and it was found that there was a leak in the unopened packaging bag.

Event description:
No additional information provided.

Manufacturer narrative:
A device history record review was completed for material number 303537, lot 5003830. The review did not reveal any quality issues detected during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are no samples and no pictures, so the investigation of the samples cannot be carried out. Visual inspection was performed for 180 ea of retain samples of this batch, no leakage was detected. Based on the current investigation results, it cannot be determined that the defect reported by the customer was caused by the production process.